Event description:
During implant, the right ventricular (rv) lead dislodged. Dislodgement imaging was performed and confirmed rv dislodgement. The physician attempted to reposition the rv lead, however, the helix failed to retract. A new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended. Visual and x-ray inspection of the lead revealed the inner coil was overtorqued, consistent with procedural damage. After cleaning, the helix could be retracted and extended and measured within specifications. The cause of the reported events of helix would not retract and stylet could not be inserted is due to the overtorqued inner coil at the connector region consistent with procedural damage, and the helix being clogged with blood/tissue.